Event description:
A company representative reported via phone call that a customer experienced high blood glucose of 435 mg/dl. The customer stated that everything had worked fine except that their infusion set was bent causing their blood glucose to rise. The customer declined troubleshooting the issue. The customer was able to lower their blood glucose to 160 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.